Event description:
Subsequent to the initial medwatch, the following information was received: on (B)(6) 2011, the patient had an abnormal stress test. On (B)(6) 2011, the patient was hospitalized and taken to the catheter lab. Percutaneous coronary intervention was performed to the index lesion in the proximal circumflex and to a new lesion in the first obtuse marginal. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Event description:
Device malfunction: none. Adverse event: restenosis requiring intervention. Time of adverse event: approximately 6 months post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated proximal circumflex (cx) with a 3.0 x 12 xience v stent and the predilated proximal left anterior descending artery (lad) with a 3.0 x 8 xience v stent. On (B) (6) 2010, the pt experienced worsening coronary artery disease and was seen at a cardiologist office. A functional ischemia study was positive and a stress test indicated small, mild intensity reversible defect involving the inferior and lateral walls; angina and myocardial infarction was not diagnosed. The pt was hospitalized on (B) (6) 2010, and underwent percutaneous coronary intervention of the proximal cx due to restenosis. The pt was discharged on (B) (6) 2010. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. The reported pt effects of ischemia and restenosis, are listed in the product instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).